Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (10 mg/ml at 1.6 mg/day) and marcaine (40 mg/ml) via an implantable pump for malignant pain, non-malignant pain, and abdominal/visceral. It was reported that the patient's pump was being replaced due to nearing end of service, but when pump was read the healthcare provider (hcp) noticed it was empty. Logs were not checked so they didn't know when empty reservoir occurred. They did check the reservoir and it was indeed empty. They replaced the pump but were unable to aspirate from the catheter. Part of the segment was removed including the pin connector, however even after that they were unable to aspirate. They put saline in the pump and programmed it to minimum rate. Reviewed checking after a few ml's should have infused to be able to check the patency of the catheter. Additional information received from the healthcare provider(hcp) via a company representative reported that the empty reservoir was due to the patient not visiting their former managing hcp so they did not get a refill for months. During the pump replacement, the pump segment was revised. A kinked portion was removed after the unsuccessful aspiration to see if it would promote flow. The hcp decided not to touch the spinal segment even though there was not much flow of cerebrospinal fluid (csf) from catheter access port (cap). It was unknown if the event was resolved.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-aug-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-aug-2014, UDI#: (B)(6) h3. Analysis of the pump (serial # (B)(6) revealed wear on the motor o-ring for gear number three. Analysis of the catheter (serial # (B)(6)) revealed damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.